Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. There is however, the full disclosure feature should still be able to view all the arrythmia and other historical data. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with seeing alarms, possibly missed alarms. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. There is however, the full disclosure feature should still be able to view all the arrythmia and other historical data. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with seeing alarms, possibly missed alarms. No patient harm was reported.